Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion set cannula was bent event. Event occured from 01- feb-2024 to 18-apr-2024. The blood glucose level was 280 mg/dl at the time of event. The event occured within 3 hours of after insertion. The site of insertion was at abdomen and outside of the thigh. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available...